Manufacturer narrative:
Correction made to e1: initial reporter address: (B)(6) h10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of eight (8) minicaps was extruding or completely out of cap. This occurred before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.